Event description:
It was reported that the patient recently developed lower extremity spasticity. The patient had been receiving lioresal 2000 mcg/ml. An x-ray was taken which showed that the catheter had migrated out of the intrathecal space and the tip of the catheter was resting in the soft tissue. As the pump was implanted four years ago and was on the list for the potential for reduced battery performance, the decision was made to replace the pump during the catheter revision surgery. The pump was filled with baclofen 500 mcg/ml and the dose was restarted at 50 mcg/day. The patient was subsequently seen in clinic and was "doing well". The patient still was "a little tight", the hcp was slowly titrating the daily infusion rate upward.

Manufacturer narrative:
The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (2009).